Event description:
Forty-one months after pci, the pt was hospitalized due to positive stress test. Control angiography showed 90% stenosis of the previously treated lesion in the proximal left anterior descending artery but no significant stenosis in the 1st diagonal. It was treated. Pci was performed on this pt who presented for treatment of a 99% de novo lesion in the proximal lad of 16mm in length in a 3.50mm diameter vessel at a bifurcation. The (type ia) eccentric lesion was characterized with some calcification and angulation less than 45 degrees. Also treated was another 99% de novo lesion in the side branch (1st diagonal) of 20mm in length in a 2.5mm vessel diameter. The (type ia) eccentric lesion was also characterized with some calcification and angulation less than 45 degrees. Both lesions were pre-dilated before deploying a 3.5x18mm cypher bx velocity stent at 14 atm. Post-dilation was performed with a 3.5x15mm balloon at 9 atm. Residual diameter stenosis measured 0%.